Manufacturer narrative:
The insulin pump was received with normal operating currents: no unexpected battery out limit alarm occurred during testing. The pump was received with intermittent button response due to moisture on the keypad traces. No moisture damage was found the lcd board, motherboard, interfaceboard, reference board, motor, vibrator, and battery tube assembly during visual inspection. There was no fog found on the lcd screen. The following physical damage was also found: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a battery out limit. The patient's blood glucose at the time of incident was 113 mg/dl. Troubleshooting was initiated for the battery out limit. The customer confirmed that the pump alarmed after a battery change; it was also alarming at the time of call. The alarm was cleared and the customer mentioned that the batteries might have been out longer than the duration allowed by the pump. Additionally, the customer mentioned that the screen was fogged. The pump fell into a pond. The customer reported fluid under the lcd screen due to a crack on the insulin side of the display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.